Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The home patient (hp) stated that one of the supply bags fell and became disconnected. The technical service representative (tsr) explained that a se 2240 indicates a large amount of air has entered setup. The hp stated she would finish therapy with a manual bag. No further information is available at this time.

Manufacturer narrative:
(B)(4). No adverse events were reported as a result of this incident. This report for a system error 2240 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that one of the supply bags fell and became disconnected. The batch review was not performed because the lot number is unknown. The results of a label review revealed that there is adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a patient while receiving peritoneal dialysis (pd) therapy. This case was initially received by baxter customer service from the consumer. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and severe abdominal pain. On the same date, the patient was hospitalized. On an unreported date, the patient started therapy with vancomycin, ceftazidime and meropenem (dose, route and frequency were not reported) for peritonitis. On (B)(6) 2010, the patient was released from the hospital. Automated pd treatment remained unchanged. The nurse reported that the patient does not reuse solutions and it was unknown if there was break in aseptic technique. The patient had no catheter infection or previous peritonitis episodes in the last 4 weeks. The nurse reported that the patient was recovering at the time of this report. The reporting nurse considered the event of peritonitis with culture positive for (B)(6) to be unrelated to extraneal and physioneal viaflex therapies.